Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "dr. (B)(6) saw when he was using the monopolar with our scissors, there was appearing smoke on the scissor's protection close to the applied name when he pressed the monopolar button without touching anything with the tips, when the scissor's protection touched the fat. We attach a video where we can see how in the letter "a" something happen. They use for the monopolar a "trigger switch and cord" from valleylab I attached a picture too. In (B)(6) 2014, we made another cer for the same thing and we attached a video where we could see how appears smoke on the scissor's protection. Now it has happened the same thing." Patient status - "ok"

Manufacturer narrative:
Investigation summary: the event unit, the trigger and switch cord for the monopolar generator used, and a video of the procedure were supplied to applied medical for evaluation. Upon investigation, engineering found that the unit passed all functional testing and no non-conformances were found. Upon examination of the video, engineering did not visualize any smoke. The changes to the applied medical logo, as reported by the customer, were likely caused by fat tissue sticking to the shaft of the device as it was moving through tissue. Smoke plume is commonly emitted during cautery with all monopolar cautery devices, and generally increases in magnitude given higher power settings on the generator or with lengthened energy application to the respective tissue. The instructions for use (IFU) states "always select the lowest possible power setting to achieve the desired electrosurgical use." Using the lowest possible settings will help to keep the smoke plume at a minimum. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.